Event description:
Customer's mother reported son's blood glucose (bg) was 98 mg/dl at 2:00 pm. At 4:51 pm, his bg was 438 mg/dl. It rose to 463 mg/dl and while giving a correction bolus, she noticed that the cannula was out. Small ketones were also reported. The pod was not returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation. We are unable to confirm any product malfunction or defect that may have caused or contributed to the customer's high bgs. A dislodged cannula would likely impede insulin delivery and may lead to hyperglycemia. The lab, however, cannot confirm that the cannula had dislodged from the customer's skin and therefore, no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." Additionally, the user guide advises that customers can avoid hyperglycemia by checking blood glucose levels at least 4 to 6 times a day. After a total of 4 hours of monitoring and administering correction boluses, if bgs still remain high, the user guide instructs to change the pod using a new vial of insulin. Product lot qualification records were reviewed and found to have met all acceptance criteria.